Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 11:45 am for high blood glucose levels of ranged from 260 to 616 mg/dl. The customer stated that experienced a state of diabetic ketoacidosis. The customer was assisted with trouble shooting and found that their insulin pump works as designed. The customer was transferred to a sensor technician for assistance with downloading the carelink soft wear. No further information was provided.